Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a remote manager latch failure. The customer reported that they had replaced the latch, but it continues to fail for nursing. There was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2023 and confirmed that this device was not previously retumed for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager was failing intermittently. A field service engineer observed that the hasp not lined up causing it to hit the top of the box. Adjusted the box and tested by opening and closing it multiple times. Inspected latch and micro switches, found them to appear normal. The field service engineer reseated the station and allowed escort to test the door. The system functioned as intended after the field service engineer repaired the device.